Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to insert was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely an interaction with anatomy inhibited the advancement due to guide wire position. The guidewire was likely repositioned when the exchange to the new device occurred as the returned device did not have any resistance when loaded over a wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, when inserting the 0.035 guide wire into the prostyle, it was unable to advance through the device. The prostyle device was removed and a new prostyle was used with the same guide wire without issues, successfully achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.